Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(4). Through follow-up communication livanova learned that the device has been cleaned regularly per the instruction for use (IFU). The device was placed inside the operating theatres during use. The fan is positioned away from the patient and where possible toward the theatre air flow exhausts. The distance between the device and the patient is around 2-3 meters. A laboratory report was provided to livanova stating mycobacterium gordonae not detected in 250 ml of sampled water (as per the instruction for use ntm must not be detectable in 100 ml of water). The water test results stated that the device was not contaminated. However, a statement regarding the samples not being sufficiently frozen (transit temperature >8°c ¿ ice packs not sufficiently frozen) was present within the report thus, livanova is waiting for further tests results in order to clarify if the device is contaminated or not. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device is suspected to be contaminated with acid fast bacilli. There is no known patient involvement.